Event description:
The pt was implanted on (B)(6) 2009, with an scs system consisting of an ipg and a percutaneous lead. It was reported that the pt had a loss of stimulation that reprogramming could not correct. On (B)(6) 2009, the pt received a new lead. The original ipg was left intact. The explanted lead was returned to ans for eval. Follow-up on the pt found her to be receiving adequate stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was kinked with all wires broken about 13.5 cm from the stimulation end. Lead has all channels open and fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.